Event description:
On (B)(6), 2012, the lay-user/patient contacted animas and mentioned that the pump accidentally bolused her enough insulin that she passed out. No additional information was provided. The patient hung up while speaking to the animas representative. Attempts to contact the patient for follow-up information have been unsuccessful. It is unknown what actions the patient took before and after she passed out. The patient did not report seeking or receiving medical intervention. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed she passed out after the pump allegedly bolused insulin by accident. However, at this time, it is unknown if use-error and/or a pump malfunction contributed to the patient's reported injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03/09/2015 with the following findings: the returned battery cap was used for investigation. A review of the black box revealed data from (B)(6) 2015 to (B)(6) 2015. A review of the black box revealed data histories for the reported event date on (B)(6) 2012 was found to be overwritten. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump passed the delivery accuracy test and found to be delivering within the required specifications. There were no un-programmed boluses that occurred during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.